Event description:
Surgeon implanted a 32mm femoral head into a 36mm acetabular liner.

Manufacturer narrative:
After being notified of the size mismatch, the surgeon corrected the problem by implanting the correct femoral head. Device did not require evaluation.